Event description:
See initial report.

Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2015 and no other similar event has been reported, neither concerning trend has been identified. Based on all the collected information, the most likely root cause may be one of the following: - low calcification level that prevent the pump or the stirrer mechanism to work properly but was then solved circulating water with other pumps likely during cleaning procedures; - temporary false contact on the main circuit board (cpu), likely due to environmental condition in which the component was working (high temperatures, humidity, and condensation).

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in stuttgart, germany. A livanova field service representative inspected the device, however there was no error message displayed, therefore the reported issue was not reproduced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to pump /stirring mechanism blocked / too slow during maintenance activity. There was no patient involvement.